Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was fully functional and passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality of the monitor. Electrode belt sn (B)(4) has not yet been recovered from the field. The evaluation included review of downloaded software flag files on the day of the event . The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment event or patient's passing. Manufacture dates: monitor 9/28/2015, electrode belt 12/4/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019 while wearing the lifevest. It was reported that the patient was at home at the time of the event. The patient's husband, and ems reportedly performed resuscitation efforts. Review of the patient's download data, indicates that the patient received one inappropriate shock on the day of death. The patient was in bradycardia, degrading to asystole with CPR artifact at 03:36:38 on (B)(6) 2019. The patient was treated at 03:37:26 while in asystole with CPR artifact. The patient remained in asystole until the lifevest was deactivated at 04:02:47. The patient passed away on (B)(6) 2019.